Manufacturer narrative:
The reported product is an unknown baxter cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways and to ¿open the packaging of the disposable set by hand. Do not use a knife, scissor, or other sharp objects to open the packaging.¿ should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during an unknown process step of automated peritoneal dialysis (pd) therapy with an unknown cassette, damage was observed. The damage was further specified as ¿the patient line with clamp was cut by scissors and the t-set was maybe contaminated due to damaged patient line¿. Subsequently, the patient experienced peritonitis. It was not reported if the patient was hospitalized for the peritonitis and treatment was not reported. At the time of this report, the patient outcome and action with pd therapy were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B5: upon follow up it was confirmed that the previously reported event of damaged cassette, specified as ¿the patient line with clamp was cut by scissors and the t-set was maybe contaminated due to damaged patient line¿ did not cause a peritonitis event. H10: based on additional information received, homechoice automated pd set with cassette was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.